Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. One empty container/packaging for impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm (tsvh11) was returned for investigation. Visual evaluation of the as returned empty packaging identified the implant outer box was opened and the outer vial tamper seal was broken. The outer vial had a different lot 1253667 than what was reported. There was no inner vial inside. No implant was returned. The coob is non-verifiable due to the conditions of the devices / non-verifiable. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors, x-ray, tooth locations are not relevant to the reported event. DHR review was completed for the subject lot number (1234482). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1234482) for similar events and no other complaint was identified. Review completed utilizing keywords: incorrect component quantity. Based on the available information, the packaging malfunction could not be verified, and the reported event was non-verifiable. The circumstances of the device delivery could not be recreated. Additionally, the alleged coob could not be verified.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. PMA/510(k) number: k013227.

Event description:
The doctor reported that when opening the implant package the implant was missing. The procedure was concluded with the placement of another implant in the same surgery.